Manufacturer narrative:
Patient information was not made available from the site. On 06/21/2016 a medtronic representative performed an imaging system check-out, all areas passed. Installed new mvs interface cable and tested the imaging system working properly. Issue resolved. System performed as intended. Return requested. Replacement mvs interface cable shipped to site. Medtronic investigation of returned suspect mvs interface cable confirms reported failure per return tag " frame rate errors." Failed bench level testing. Continuity test passed. Cat 6 cable testing, gbit and 100t tests. The 100t test passed. The gbit test failed, showed opens between lines 7 and 8. Both gbit an 100t testing were performed using a cable validator-nt900. Passed visual inspection. Electrical failure. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's imaging system was showing an image frame rate error. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system and the imaging system. There was no delay of therapy reported. There was no impact on patient outcome.

Manufacturer narrative:
(B)(6).